Event description:
It was reported that during a thrombectomy and atherectomy procedure in right iliac artery via groin access, the guidewire allegedly snapped off. It was further reported that the broken part of the wire was allegedly retrieved with a snare kit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: manufacturing review: a manufacturing review for the catheter was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter and the guidewire were returned for evaluation. A physical investigation was performed for the catheter and the guidewire. The user provided image does not clearly show a guide wire break however, during physical investigation the reported guide wire break was observed. During physical investigation the guide wire was broken at 41 cm from the tip of it. Guide wire was sent out of the catheter. The guide wire was 1.79m, the tip is missing. A lot of body material was found within the head part and the first few centimeters in the helix. The guide wire (which was sent with the catheter) passed trough the catheter with slightly resistance. Aspiration test was performed, and nominal aspiration level was achieved. However, the catheter didn¿t run smoothly, and the head part coating was found damaged / removed. Therefore, the investigation is confirmed for the reported break issue. A clear root cause could not be identified but a damaged guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in right iliac artery via groin access, the guidewire allegedly snapped off. It was further reported that the broken part of the wire was allegedly retrieved with a snare kit. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiry date: 11/2024) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.